Event description:
The customer reported to olympus that the visera elite video system center had an image error with no image. The issue occurred during preparation for use. There was no patient or procedure involved and were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, as a technician was onsite and found errors not reproducible and the customer's allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.